Event description:
On (B)(6) 2025, a patient (pt) in taiwan reported dryness and pain upon insertion of 1-day acuvue® moist® brand contact lenses (cls) in both eyes (ou). The pt reported that the lenses were difficult to remove from the eye and the ¿lens slipped while wearing¿ in (B)(6) 2025. The pt is a new wearer of this product. The pt reported redness and pain upon removal of the suspect lenses. The pt reported dryness ¿when first wear on early (B)(6) 2025¿ and symptoms became more severe with continued wear. The pt reported using ¿eye drops¿ (name and frequency not provided) for ¿relief.¿ the pt reported eye pain while using the eye drop. The pt went to an eye care professional (ecp) on (B)(6) 2025, but no medical report was provided, ¿only hospital record, eye picture and video can be provided.¿ the ecp advised the pt that ¿it might cause due to pt first time using the lens and causing injury on cornea.¿ the pt was advised to use artificial tears every 3 to 4 hours (name of the eye drop was not provided). The pt advised the eyes ¿now were better,¿ but the pt has not returned to cl wear and currently wears glasses. The pt requested another daily wear lens for trial. The pt is unwilling to share the hospital record, eye picture and video. On (B)(6) 2025, the pt¿s family member provided additional information. The pt returned to the eye clinic yesterday ((B)(6) 2025). The ecp advised the pt to wear glasses until the next follow-up visit (date not provided). The pt is currently using the ¿smoother eye drops prescribed by the doctor¿ (name not provided) and the eye is recovering. The family member is willing to provide the prescription for review. The pt ¿tried wearing cls a couple of days, but still felt dry and uncomfortable.¿ the family member reported that the pt was advised by the doctor that the pt ¿should not wear cls for the time being, if pt has to wear cl, the pt should not do so for extended periods and should use eye drops regularly to keep eyes moisturized.¿ on (B)(6) 2025, translation of a prescription dated (B)(6) 2025 was received for gentamicin sulfate, to be used four times daily (qid) for 3 days. No diagnosis was provided. On (B)(6) 2025, an email was received from the pt with additional information. The pt reported a diagnosis of ¿chemical keratitis, resulting in severe eye pain and temporary functional impairment¿ by an ophthalmologist (date not provided). Upon receipt of this information, this was determined to be a serious adverse event. This event will be reported as worst case as the diagnosis and treatment could not be verified with the treating ecp or a medical report. It is unknown which eye was affected, therefore both eyes will be reported. On (B)(6) 2025, translation of a document provided by the pt was received. The pt reported, ¿I¿ve cornea injured, and my eye is severely swollen and painful I can barely open it¿ on (B)(6) 2025. On (B)(6) 2025, a call was placed to the pt¿s family member who advised no remaining product will be returned for evaluation. The family member also refused to provide the pt¿s medical report(s). No additional medical information has been received. The date of the pt¿s event is being reported as 01jun2025 as the exact event date is unknown. This report is for the pt's left eye (os) event. A separate report will be submitted for the pt's right eye (od) event. A comprehensive review of the manufacturing records for lot number 4431410110 was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. The os suspect product was discarded. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed, as appropriate.